Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited atrial undersensing while the patient was in atrial fibrillation (af). Programming changes to vvtr pacing mode was done prior; the pacemaker was explanted and replaced on (B)(6) 2025. The patient¿s condition was not known.

Event description:
New information received notes that the atrial undersensing issue was discovered during an in-clinic visit. There were no patient consequences throughout.